Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phacoemulsification handpiece (hp) was returned for evaluation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The phacoemulsification handpiece (hp) was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured and was found to be within specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specification. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery, the handpiece became hot. The handpiece passed the tune successfully. The surgery was completed by changing the handpiece. No patient harm was reported. Additional information received clarified that there was no harm to the patient.